Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient tried to sync to ins and saw por (power on reset). Caller states she has had a sudden return of symptoms at night, as soon as they stand up. Device worked well prior to por. Caller states she has a-fib and they had to shock her heart. Caller also states she had an ultrasound of her knee. Patient was advised to have the device checked but does not have a doctor to manage the device; was sent a listing of doctors in their area. No further complications were reported or are anticipated.